Event description:
Home patient (hp) contacted baxter's technical service center for assistance during apd therapy. The hp received a "check lines and bags" alarm during priming. Reportedly, at the time of assistance, hp noted a problem with the port of a solution bag. The technician advised the hp to discontinue the priming and replace with a new setup. The hp verbalized they were unwilling to discontinue the priming and would replace the solution bag only. Follow up with the hp's rn indicated no patient injury or medical intervention reported.